Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of delayed keypad response caused by a failed processor printed circuit board (pcb) the failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had keypad malfunctions. Subsequent evaluation found the keypad was experiencing a delayed response (approx 3 seconds). There was no patient involvement.